Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mom reported via phone call that customer was experienced hypoglycemia. Blood glucose value was 10 mg/dl at the time of event and had seizures due to low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not used auto mode feature at the time of incidence. Emergency medical service was dispatched at 9.30 am on sunday. Customer¿s low blood glucose was treated with food, glucose, and carbs at hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was hospitalized due to low blood glucose and seizure. It was stated that the emergency medical services was dispatched to the customer's home at 9:30 a.m. On (B)(6) 2020. Blood glucose value read "low" on customer's and emergency medical services blood glucose meters.